Event description:
Upon review of the da vinci s system log, an intuitive surgical inc. (Isi) representative observed repeated error messages on the patient side manipulator (psm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found the psm had failed the weighted brake drop test. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found in the site's system logs, if this malfunction were to recur it could likely cause or contribute to an adverse event. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.